Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of occlusion is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported obstruction/ occlusion and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 two absolute pro stents (6.0x40, 6.0x120 mm) were implanted in the right superficial femoral artery. The patient was scheduled for treatment of the non-target limb on (B)(6) 2024. Since he mentioned mild complaints of claudication on his right (index) lower limb, this was also checked with ultrasound during the scheduled hospital visit. On (B)(6) 2024, the patient had stenosis of the study treated lesion in the 6.0x120 mm absolute pro stent found via ultrasound; stenosis was due to intimal hyperplasia in the middle of the stent. There was minor restenosis (approximately 40 to 50%) in the proximal part of the shorter stent, more relevant stenosis (approximately 70 to 80%) in the long stent. Both study stents underwent angioplasty on (B)(6) 2024. No additional information was provided.